Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00144.

Event description:
The sales associate reported receiving mislabeled product. The trinica select cervical plate package (07.00340.002), which had a sequoia screw (3306-5540) in it. No surgery was involved.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0002184052-2016-00144-1.

Manufacturer narrative:
The returned device was examined. It was confirmed that the package label did not match the contents within the package. During the packaging process, an incorrect device (pedicle screw) was mixed in with the correct devices (cervical plates). Internal measures were taken to review and correct existing inventory. Investigation found no further, related packaging non-conformances and determined the issue to be an isolated event.